Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported sample count outside limits system errors and system check failed with sys flags involving the access 2 immunoassay system. Through routine troubleshooting, it was discovered that one of the substrate caps was loose. The customer tightened the substrate cap and performed a passing system check. No erroneous patient results were reported. There was no patient consequence or change in patient treatment associated with this event. The customer followed the laboratory protocol to retest patient samples in order to verify reproducibility. The customer reanalyzed samples from the time period of the failing system check to verify results accuracy. The customer stated all patient results correlated. No further issues were noted. The instrument was in normal operation.